Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead the lead got stuck in the target vascular. The guide wire was removed and when trying to re insert the guide wire high resistance was encountered. The lv lead was removed and cleaned/flushed. Clotted blood was removed with flushing. The guide wire was inserted again successfully, but then there was unusual resistance once again felt. Insulation defect was suspected thus this lv lead was not implanted. No adverse patient effects were reported. This lead was not returned.